Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Visual inspection: grommet damage was noted.

Event description:
It was observed during the implant that the lead was disconnected from the ipg. Blood was present at the connector block and noise was present. The device was not implanted. No patient complications have been reported as a result of this event.